Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced infusion set kinked cannula issue on (B)(6) 2026 which leads to high blood glucose levels. The patient first went to the emergency department and then subsequently hospitalized due to diabetic ketoacidosis and positive ketones. The patient was treated with intravenous fluids of saline and insulin. The patient got discharged from the hospital on (B)(6) 2026.